Event description:
A surgeon reports she feels there is a problem with the delivery system cartridge. She has had some difficulty releasing the lens from the cartridge. The first time she noticed this, no patient was involved. The second time this occurred, the patient's capsule broke and it was necessary to place the intraocular lens in the suclus. According to the surgeon, there was no loss of vitreous or consequence to the patient. Additional information obtained identified the intraocular lens model that was used. The model used is not approved for use with this device.